Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. There was no reported impact to the customer's blood glucose level.